Event description:
It was reported that the patient presented in clinic for implant procedure. The patient's right ventricular (rv) was unable to be successfully implanted due to dislodgement. A new lead was used and was successfully implanted. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.